Event description:
While using the arthroscopic shaver during a knee arthroscopy, a 'clicking' sound could be heard intermittently. Subsequently small metal flakes could be seen in the joint. After the procedure, on inspection the shaver tip appeared to be bent. The knee joint was irrigated with a further 3 litres of saline after the metallic flakes seen. In spite of this action, flakes of metal remain deeply imbedded in soft tissue. Teicoplanin given peri-operatively. The knee joint was irrigated with a further 3 litres of saline after the metalic flakes seen. In spite of this action, flakes of metal remain deeply imbedded in soft tissue and metal flakes remain in knee joint. Shaver blade unfortunately disposed of, but remainder of batch returned via representative for evaluation.

Manufacturer narrative:
Twelve opened blades forwarded to engineering. Although the damaged blade was not made available for review, 12, de-packaged blades were returned for evaluation. All of the blades were evaluated for proper rotation, bent blades and dimensional conformance. The twelve blades returned were found to rotate freely. None of the inner or outer blade assemblies were observed to be bent and all were in dimensional conformance with the design requirement. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
The same lot samples have not been returned for evaluation. (B)(4).